Manufacturer narrative:
The intraocular lens (iol) was received and inspected under illuminated 10x magnification. The optic shows no defects or aberrations. The two haptics were distorted. The iol met all manufacturing specifications prior to release. Halos and/or glare are a known and labeled possible side effect of all multifocal lens implants. In follow-up it was learned the patient's multifocal lens was replaced with a monofocal lens. All available information is included in this report.

Event description:
It was reported the intraocular lens (iol) was removed without complication due to chronic halos experienced by the patient. The lens was explanted 6 months after the initial implant.